Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted. It was reported to technical services on 7/17/12 that a red alert was sent for high shock lead impedances on (B)(6) 2012. The value of alert detected on (B)(6) 2012 was >200 ohms. Latitude shows a value on (B)(6) 2012 of 61 ohms and 54 ohms on (B)(6) and 51 ohms on (B)(6). Shock impedance has been stable around 40 to 55 ohms but then early (B)(6) seems to go up closer to 55 as baseline and shows a 77 ohm reading on (B)(6). Ts discuss device does readings every 21 hours and reports on 24 hour trending window and on (B)(6) the patient must have had 2 readings where the first was >200 and the second was in range and the normal one is reported. Need to troubleshoot as intermittent high shock impedance, could be emi so ask what pt. Was doing but also showing some more variability as the 77 ohm reading was recent so could be start of lead issue. Discuss delivered shock is true test of the system. Caller will discuss with dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).